Event description:
It was reported that a malfunction occurred on the customer's pump, identified by malfunction code 16. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which was successfully accomplished, and the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if any issues reoccurred, which the customer acknowledged and understood.